Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, there was debris in the heat exchanger inlet side of the oxygenator. There was no pt involvement as this occurred during set-up. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has rec'd the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a f/u report when more info becomes available. (B)(4).